Manufacturer narrative:
It was reported by the customer to stryker that allegedly the cot rolled back when it was supposed to be locked in position (insufficient fastener retention force). A visual and functional inspection was scheduled to be performed by a procare field service technician. It was found that the device had insufficient fastener retention force due to trolley angle position sensor needing to be recalibrated. The issue was resolved for the customer by recalibrating the trolley angle position sensor.

Event description:
It was reported that the cot rolled back when it was supposed to be locked in position, showing insufficient fastener retention force. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot rolled back when it was supposed to be locked in position, showing insufficient fastener retention force. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.